Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign matter due to clogging of the forceps channel, curved rubber adhesive missing, insufficient bending angle, play of the angle knob out of normal state due to extension of the angle wire, and dirt on the objective lens were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a forceps tube jam to the channel of the evis lucera duodenovideoscope was noted. During a standard service inspection of the customer returned device, foreign matter was noted due to clogging of the forceps channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 15 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to insufficient cleaning due to incorrect reprocessing. Olympus will continue to monitor the field performance of this device. A definitive root cause cannot be identified.